Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -the user handling of the device reprocessing was inappropriate -the device was contaminated occurred during the microbiological testing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (1 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] distal end and unspecified channels: unspecified microbes (>100 cfu/endoscope). [Second time; (B)(6) 2020] distal end: enterobacteria (>100 cfu/endoscope). Unspecified channels: enterobacteria (>100 cfu/endoscope) [third time; (B)(6) 2020]. Unspecified channels: enterobacteria (>100 cfu/endoscope) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie3, using peracetic acid. There was no report of infection associated with this report.